Event description:
When the user grasped the insertion wire with the snare, the hoop snare detached and fell into the pt's stomach. The fallen hoop snare was removed.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the graphing snare hoop was observed. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.